Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call they had a calibration error. Customer's blood glucose at time of incident was 140 mg/dl. Customer was not experiencing intermittent calibration error alerts. The customer was advised to wait until blood glucose is stable to calibrate. The customer reported via phone call indicating that they had sensor glucose versus blood glucose value differences. The customer was advised sensor glucose and blood glucose meter readings will be close, but rarely match due to glucose travels in the body. The customer was advised there may be larger differences after meals, bolus delivery or when arrows present on sensor graph. The customer removed sensor. The customer reported via phone call that they had change sensor alert. Customer's blood glucose at time of incident was 140 mg/dl. The customer stated that bad sensor alert occurred after a 2nd consecutive calibration error. The customer was advised to remove and change out the sensor.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor. Performed the continuity resistance test and the sensor failed per specifications.